Event description:
It was reported that an o-ring was on the pneumatic tap. The o-ring from the pump was removed and the cartridge was successfully reloaded the existing cartridge. Pump functioned as expected. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.